Event description:
The incorrect size cone was manufactured (custom) for this pt. Additionally; the implant was mislabeled on the posterior side. The surgeon burred the implant down to fit into the tibial tray. Note received from surgeon on 1/24/2000 stated surgery extended 20 minutes. The pt's height is 5'10". The pt is exceedingly active. The doctor felt that this would not compromise the pt or the longevity of the knee replacement.